Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported potential revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
As reported, the patient reports that they will have to have their other knee replaced. No other information provided.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. B4: the date of event is unknown. D10: concomitants: 02-010-03-0230 femoral component cr cemented, left, size 3 (B)(6) 02-012-45-3030 fit tibial tray cemented size 3f/3t (B)(6) 02-012-47-3009 tibial insert cr, size 3, 9mm standard (B)(6) 200-02-35 three peg patella, 35mm (B)(6) if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Additional information received determined the knee replacement involved in the alleged event was on the left side. No further information was available.

Event description:
It was reported that a patient presented due to losing strength in the knee, and pain. The patient underwent a revision procedure approximately 8 years 9 months post the initial procedure. All devices were removed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, e1, e2, e3, h6 clinical code, impact code, problem code, and type of investigation. This follow-up report is being submitted to relay additional information. The following sections were updated: b5.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6b. The reason for the reported potential revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.